Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The device's fill-port cap was removed and a back-flow (leak) was observed at the fill-port confirming the customer's report of "backflow". The sample was subsequently disassembled for examination. A particle (approximately 1.6 mm long and 1.1 mm wide) was found under the check-band which evidently had caused the back-flow condition. No other root cause was found. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv5 device was observed leaking at the fill port during filling. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.